Event description:
During on-site service, the baxter repair tech reported an infusion pump with depleted main batteries. The hosp rep stated that there have been no reports of any pt incidents involving this pump since the last baxter service event. No additional info is known.